Event description:
It was reported that the patient presented to clinic for routine follow up, the implantable cardiac monitor exhibited oversensing. The device was reprogrammed and the sensitivity was decreased. The device remained implanted.